Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 4.1. Lab: 2.1. Date: (B)(6) 2012, inratio: 4.9, lab: 2.6. Results done within minutes of each other. Patient's target therapeutic range is 2.5-3.0.

Manufacturer narrative:
Investigation pending.